Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call they had excessive no delivery alarms during bolus/basal/fixed primed. Customer's blood glucose was 6.0 mmol/l. Customer tried different sets/lots or cannula lengths. The customer insist on replacing the pump. Customer was advised that the device would be replaced and agreed to return the product for analysis.